Manufacturer narrative:
(B)(4). Analysis results for the ptm (personal therapy manager) were reported as "complaint unverified".

Event description:
The pt was not feeling any relief when he gave himself boluses. He felt the ptm (personal therapy manager) was "not working". The physician programmer showed 38 successful boluses and 8 lockouts. The ptm info was as follows: 2.897 mg dose, 9 min duration, 4 hour lockout, dri 6/24, max 6. The pt wanted to try another ptm to see if he had a similar experience. The ptm was replaced, returned and analyzed; the complaint could not be verified during analysis. It was also reported that the reservoir volumes had not been matching up; there was too much drug in the reservoir. The physician thought that it was the "tm" that was "not giving him the amount he should". The last reservoir volume was within specifications per the pt; the expected volume was 9.1 ml, the actual volume was 10 ml. On (B)(6) 2010, the logs showed no sign of motor stalls. On (B)(6) 2011, the pump was refilled and no other actions were taken. Because the pt had had 2 ptms, the physician felt that the ptm was not the problem. The physician felt that the pump was not functioning and planned to do rotor and dye studies to confirm it. It was noted that the past two refills did not show any volume discrepancies. The device system was used to deliver morphine and fentanyl.